Event description:
It was reported that before use, at the briefing session at the time of delivery, the cardiosave intra-aortic balloon pump (iabp) would not properly dock in the cart. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) reported that the iabp was fixed. The issue that the console was unable to be docked properly in the cart was resolved by using an adjusting jig, and the repair of this iabp unit was completed. A maintenance was also performed on the iabp unit, which passed. Later on, another iabp unit was delivered and installed successfully instead to the facility.

Manufacturer narrative:
Analysis of production: (3331/114) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/114) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/114) the overall 12 month product complaint trend data for the period jan 2020 through dec 2020 was reviewed. There were no triggers identified for the review period.

Event description:
N/a

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) would not properly dock in the cart. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) would not properly dock in the cart. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse had reported that the customer had requested to for the iabp to be changed. The reported issue has not yet been fixed, and was not cleared for clinical use. It is unknown as to when the iabp will be repaired. If any pertinent information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. Not returned to manufacturer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not properly dock in the cart. There was no patient involvement, and no adverse event reported.